Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away. A cause of death was not reported. A certificate of death was not provided. Per the patient's obituary, patient passed on (B)(6) 2015. It is unknown if the patient was wearing the continuous glucose monitor at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.